Manufacturer narrative:
This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca19-9xr result for an 81-year-old female patient who has not been diagnosed with pancreatic cancer. The patient was referred by another hospital for further testing. The following data was provided: (B)(6) 2022 architect ca 19-9xr result = 10,445.29 u/ml. Previous results from another hospital (unit of measure and method were unknown): (B)(6) 2022 result = 35. (B)(6) 2022 result = 1070. It was noted that the architect ca 19-9xr reagent lot 36623fp00 expired on 24nov2022. The architect ca 19-9xr result was generated on (B)(6) 2022 using expired reagent. Based on the elevated ca 19-9 result, endoscopy and liver CT scan (without IV contrast) was performed on the patient with no findings. The following results were from the liver CT scan: liver cysts present, kidney stones present, and no tumors in the pancreases. There was no harm or impact to the patient from the procedures. Per the architect ca 19-9xr assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer. No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, labeling review, and cross functional team (cft) review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 36623fp00 and complaint issue. The historical performance of the architect ca19-9xr reagent was reviewed using field data from customers worldwide. The median patient result for lot 36623fp00 is within the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. A cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed the complaint and determined the adverse event is due to abnormal use of the assay. Since the patient does not have pancreatic cancer, the assay is not being used per the intended use of the package insert. Based on this investigation, no systemic issue or deficiency with the architect ca19-9xr, reagent lot 36623fp00 was identified.